Event description:
A company representative reported that a patient was revised to address a xia serrato polyaxial screw tulip disengagement, which was identified on post-operative imaging.

Manufacturer narrative:
Additional data: b5, d6b, d9, h3. Corrected data: b3, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was further reported that the patient had a fall.